Manufacturer narrative:
(B)(4). It was reported the patient underwent a complex urodynamic and placed a 54 postop sling on (B)(6) 2011. It was reported that patient underwent interstim implantation, including tined lead s3 on the left, plus the ipg interstim pulse generator, plus intraoperative fluoroscopy on (B)(6) 2011. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): following mesh implantation, the patient experienced pain, erosion, infection, vaginal scarring, urinary and neuromuscular problems. It was reported that patient underwent revision of sling with excision of exposed vaginal tape, debridement of periurethral tissues with flap closure of defect and cystoscopy on (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted to treat stress urinary incontinence. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 05/31/2016. (B)(4). It was reported that following insertion the patient experienced detrusor instability, rectocele, nocturia, and frequency.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that patient underwent a return to the operating room for examination under anesthesia, suturing of the vaginal wall and vaginal pack placement due to for vaginal bleeding. It was reported that patient underwent b/l interstim test stimulation procedure with intraoperative fluoroscopy on (B)(6) 2011, due to urgency and urge incontinence. No additional information was provided.